Event description:
The customer stated, she was hospitalized for high blood glucose and the reading was 900 mg/dl. The customer stated, she was hospitalized because she tried to program her insulin pump on her own, since her insulin pump trainer was out of town and she did not program the basal rates or bolus wizard correctly. Troubleshooting was performed and the insulin pump passed the prime test. The customer did not have the tubing clamp to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.